Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2021. Blood glucose reading was 48 mg/dl. Customer current blood glucose was 123 mg/dl. Customer did not experience any symptom related to low blood glucose. The customer was treated with food, other sugar water drip and admitted in emergency room at the hospital. Troubleshooting for the customer¿s low blood glucose was declined. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.